Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. However, the stm did see fault codes 111 and 112 in the fault logs. The codes do indicate that a shutdown occurred. The stm fully tested the machine, opened it up and reseated all connections and boards. As a preventive measure the stm replaced the coiled cable. The stm stated that the original coiled cable showed a small amount of play in the connector compared to a new one. The stm ran the iabp with a balloon and verified calibration and functional checks. The iabp was then returned to the customer and released for clinical use.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) hit a bump and suddenly shut down. The iabp was powered up again with minimal delay. The patient was not harmed and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. However, the stm did see fault codes 111 and 112 in the fault logs. The codes do indicate that a shutdown occurred. The stm fully tested the machine, opened it up and reseated all connections and boards. As a preventive measure the stm replaced the coiled cable. The stm stated that the original coiled cable showed a small amount of residue in the connector compared to a new one. The stm ran the iabp with a balloon and verified calibration and functional checks. The iabp was then returned to the customer and released for clinical use.

Event description:
It was reported that, during patient transport, the cardiosave intra-aortic balloon pump (iabp) hit a bump and suddenly shut down. The iabp was powered up again with minimal delay. The patient was not harmed and no adverse event was reported.